Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pace impedance measurement, measuring greater than 1200 ohms. In addition, the shock impedance measurement was 123 ohms, high, but within range for this lead. Technical services (ts) discussed troubleshooting options. The device system remains in-service at this time. No adverse patient effects were reported.